Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose motor support disk.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was 152 mg/dl at the time of incident. The insulin pump was returned for analysis.